Event description:
Rn reported: (B)(6) on (B)(6) 2018, robotic hysterectomy in process. Md's proceeded to do a cut down rather than using a verres needle on the patient and inserted a 12 mm long fixation trocar in the patient, and then insufflated. While placing the other ports, md noticed that a portion of the 12 mm long sleeve was missing a piece of the plastic, just past the balloon cuff. After through searching, the small plastic piece was located in the patient's abdomen and safely removed through a port site. The entire trocar was then replaced, and the procedure continued. The robotic assisted hysterectomy with bilateral salpingectomy and lysis of adhesions was completed without further incident by md's. The lot number for the applied medical cff71 trocar was 1332862. Both the advanced fixation sleeve and the piece that was broken off were placed in a biohazard bag and sequestered in the director of surgery's office. Notification to the applied medical representative was completed on (B)(6) 2018.